Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer's blood glucose level. The technical support team provided the customer with information to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue reappears.